Event description:
Our ref: 2005 0902/1/1 - no reported adverse effect on pt and no medical intervention required. Incident reported as pt being treated for palliative mgmt. Infusion set up at 12:30hrs to infuse morphine 10mgs, buscopan 80mgs & midazolam 2.5 mg subcutaneously at a rate of 2mm/hr over 24 hours. Incident noted on a random check at 19:40hrs when only 2mls remaining in syringe.

Manufacturer narrative:
As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports. Result and conclusion of MFR's investigation: at the time of testing no fault was identified that could have caused or contributed to the alleged incident.